Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). The therapy was ongoing. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with reflin and tobramycin for the peritonitis. It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.